Manufacturer narrative:
(B)(4). Device received with blank display due to corroded electronic assembly.

Event description:
The customer reported via phone call that the insulin pump screen exposed to moisture. Customer's blood glucose level was unknown. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.